Event description:
During the preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blade was bent. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.